Event description:
It was reported that ambulance was involved in a rollover accident. The vehicle was impacted on the front driver's side. The cot has aggressively removed from the ambulance to access an injured emt. There was no reported pt involvement, however, there was a reported injury to the emt.